Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had been experiencing peritonitis and abdominal pain on (B)(6) 2026, however there was no hospitalization and patient is at home doing treatments. In additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of abdominal pain. It was reported that the patient had a pd culture obtained (the same day) which was positive for growth of the bacteria pasteurella multocida. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) for a diagnosis of peritonitis. The patient continues pd with the same cycler and is reported to be recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.